Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, two lead segments were received for analysis. Visual observation confirmed the rate-sense coil at 31 cm from the is-1 terminal pin was fractured. Due to the location of the fracture, it was thought the fracture was likely caused by entrapment in the clavicle/first-rib region.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. A lead fracture was suspected. A revision procedure will be performed in the near future. No adverse patient effects were reported. Subsequently, a revision procedure was performed. Testing prior to the procedure revealed normal impedance measurements. No problems were observed. When this lead was surgically abandoned, the coil either broke or pulled away. The lead was successfully replaced. Visual observation revealed the lead may have fractured at the subclavian area. The patient with this lead denied physical activity that may have led to this issue. Return of the severed lead is intended.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -